Manufacturer narrative:
(B)(4). Date of event unknown. Operator of device unknown. Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual and functional test identified the reported condition as a large leak spraying liquid at the top right corner. The leak size and magnitude would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as a puncture on the top right corner, indicating the bag was damaged due to impact with a sharp object. The manual add port cap had been removed, but no evidence of cannula insertion, which indicates that the leak was detected during filling and no further processing took place. A manufacturing process review was performed and did not identify on area of the manufacturing process where this type of damage could occur; the root cause of the leak is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have a small pinhole in the upper right corner of the bag front side which caused a leak. The leak was discovered after the compounding process. This report documents no patient involvement or adverse events. No additional information is available.